Event description:
This lv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call to technical services placed on (B)(6) 2016 stated that this lead had impedance issue of >2500 ohms and oversensing of noise. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).